Event description:
Customer reportedly received the following results within 10 minutes on the same device: 104 mg/dl, 253 mg/dl, and 176 mg/dl. No symptoms of high blood glucose. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.